Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr device unlocked from the handpiece device. There were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device could not secure the cutters was confirmed. It was also determined that device had medical debris, blood residue and corrosion in the burr lock assembly. The stainless steel springs that allow the locking tabs to move in and out were attacked by the cleaning agent which caused them to break down and crumble. Since the springs were no longer functioning the locking tabs could not function as designed. The root cause of this failure was medical debris buildup which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. Normal cleaning by the customer is expected to reduce or remove this debris (user error). The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as february 13, 2018 in the initial report and has been updated to february 1, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the date in the previous follow-up was inadvertently not reported. The date to be reported is february 20, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.